Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: there were multiple ¿loss of prime¿ observed in the black box history due to zero force. The piston was unable to recognize the cartridge upon start up. The force sensor calibration and resistance readings were out of specification. Contamination was found on the force sensor plate when the pump was opened. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that they experienced a blood glucose (bg) as low as 35 mg/dl with the following symptoms: difficulty speaking and/or slurred speech, unsteadiness when standing and/or walking, confusion, disorientation, and the inability to concentrate and/or cognitive impairment. Reportedly, the pump was priming the infusion set tubing during the load step. The patient reported that she received food and/or drink as treatment by a third party. Once treated, the patient¿s bg was 112 mg/dl and she stated she remained on the insulin pump. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged load step malfunction in the pump.